Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, they opened a cement unit that turned out to be defective. The cement mixer has a handle that is designed to move up and down and rotate left and right in order to mix the components properly. However, when attempting to mix the cement, the handle would only rotate loosely. It did not move up as expected, and after rotating, the handle became detached completely. When they opened the lid, it was observed that the liquid was still separated from the powder. No mixing had occurred at any point. There was no reported patient or user harm. There was an unknown surgical delay.